Event description:
A hospital in another country reported that an mr850 respiratory humidifier displayed a temperature of 60 degrees celsius for 3-4 minutes. The humidifier was being used for oxygen therapy on a premature neonate. It was reported the humidifier generated an alarm, that the device was removed from the patient and the temperature returned to normal in approximately 3 minutes. It was also reported there was a lot of condensate in the breathing circuit. No patient consequences was reported.

Manufacturer narrative:
The device was not returned to the manufacture for investigation. We currently attempting to gain more information regarding this event. We will provide a follow up.